Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The battery was charged but receiver does not boot up. The receiver is stuck on re-initializing continuously. The receiver was opened for interior inspection and it passed. The flash memory chip (u8) has found to be corrupted. The complaint could not be confirmed for receiver loss of connection because receiver g4 main pcba u8 was defective and unable to download log. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.